Event description:
Reporter alleged obtaining a result of 155 mg/dl on the mobile system compared back to back with a result of 80 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the expiration date, the manufacture date cannot be determined. This medwatch report is for the compact plus suspect device system used. Reference medwatch report with (B)(6) for the mobile suspect device system used.